Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
The reporter contacted animas on 11/28/2016 alleging the patient, with a history of cancer, experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 600 mg/dl with associated symptoms of large urinary ketones, shortness of breath, nausea, vomiting, confusion, polyuria and polydipsia. The patient was reportedly hospitalized where they received treatment of insulin via injection, intravenous fluids and had an infusion set insertion site change. Troubleshooting of the insulin pump performed by animas customer technical support revealed all boluses were recorded as programmed, the bolus totals match the bolus history, the basal history matched the active basal program settings, but the basal delivery totals in the total daily dose did not match because the basal edit screen had been accessed and the patient had made changes to the basal program. The pump was replaced however, due to health care provider insistence. No pump malfunction was identified during troubleshooting; however, diabetes management issues were identified and the patient was referred to their health care provider for diabetes management. This complaint is being reported because the patient experienced a serious injury while on insulin pump therapy as a result of a diabetes management issue with the pump being replaced at the insistence of the health care provider.

Manufacturer narrative:
Follow-up #1: date of submission 01/24/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data and download revealed on the date of the complaint, (B)(6) 2016, the user suspended basal deliveries at 21:54. The pump was then powered of at 21:54. When the pump was powered back on, the date/time was manually set to (B)(6) 2016 at 01:11. The pump was returned with the following basal program 2 settings: 1.1 unit per hour at 00:00 with a total of 26.4 units per day. According to the pump basal change history, the basal program was changed on (B)(6) 2016 to 1.3 units per hour at 00:24, 0.13 units per hour at 19:57 and 0.0 units per hour at 21:54. On examination, the pump was intact and without damage. On testing, the pump powered on normally. The pump was exercised for 24 hours without error, alarm, warning or malfunction. The total daily doses added up to correctly reflect programmed rates. The pump was determined to be operating as intended and within the required specifications. Investigation did not confirm nor duplicate the complaint.